Event description:
On 11-apr-2018, ge healthcare received information regarding an event that occurred the same day at (B)(6) hospital and medical center, USA on a ge manufactured amx mobile device. The customer reported that as the radiologic technologist was placing the detector within the detector bin, the bin fell onto their right toe. Because of the detector bin falling on their toe, the technologist received a toe fracture. Additional details were provided by the customer that the amx 4 plus mobile device has a detector add-on that was purchased and installed by the manufacturer canon and this detector add-on includes a detector bin. The ge field engineer (fe) troubleshot the issue and confirmed the detector bin is manufactured by canon. The ge fe stated the film bin has a bracket located underneath the film bin and the two screws that go into this bracket to hold the film bin in place were missing. To correct the issue the ge fe replaced both the missing screws. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).